Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the insulin pump alarmed compromised force sensor during prime and insulin was squirting out of the tubing. Customer is unable to exit the preparing to prime loop. Customer was disconnected during prime. The insulin pump has been dropped in the past. The drive support cap is normal. Blood glucose value was 178 mg/dl. Nothing further reported.